Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar (fb) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint, "could not be released." The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, the grips opened and closed properly and passed the grip management test. The instrument was fully functional. There was no problem detected for the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar (fb) instrument could not be removed from cannula. The instrument release kit (irk) was used. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) follow-up with the customer and obtained the following additional information: the surgeon could not straighten the wrist, so they used the irk to remove the instrument and the cannula out of the patient at the same time. The instrument was inspected before use. The customer was not aware if there was any instrument collision(s), but the issue did happen at the end of the surgery. No fragments fell into the patient and there was no patient injury.